Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures. There is no leaks observed from the luer connection, plunger, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2011, the patient's mother/reporter claimed that the patient experienced a blood glucose reading of "400 mg/dl" with symptom of "very thirsty" while experiencing some issue with the insulin cartridge leak. The reporter gave a bolus via syringe to correction the elevated reading. There were no reported ketones at the time of concern. Reportedly, the patient was out and about when she got an alarm which suspended the insulin pump. Attempts to rewind, load, and prime the insulin pump were unsuccessful. When she got, the reporter was able to resume the functionality of the insulin pump after a successful rewind, load, and prime of the insulin pump. The reporter saw no cracks in the cartridge and claimed that the insulin may have been leaking from the bottom of the plunger into the pump. This complaint is being reported because the reporter claimed that the patient had elevated readings with symptoms that can be suggestive of hyperglycemia while experiencing the alleged leaking insulin cartridge issue.